Manufacturer narrative:
Service order(B)(4) completed: service engineer cleaned instrument and performed system checkout procedure successfully. Kit lot UDI: (B)(4). Device not returned, photos provided.

Manufacturer narrative:
This system was used for treatment. Kit lot e304 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trends were detected for complaint category drive tube leak/break or alarm #7: blood leak? (Centrifuge chamber). However, a corrective and preventive action was already initiated for investigating drive tube leak/breaks. A photo analysis was conducted for this complaint. The reported drive tube leak and associated component damage were confirmed upon observing the customer provided photographs. The drive tube was damaged above the upper bearing retainer clip. There were no related product returns received for lot e304. The analysis determined the root cause of the reported leak is likely that an upper bearing stop delaminated from the drive tube shaft and allowed the upper drive tube to twist and break. Corrective and preventive actions have already been initiated. Service order feedback was still pending at the time of this report. A supplemental report will be sent once the service order feedback is received. (B)(4). Device not returned.

Event description:
Customer called to report a blood leak. Customer reported the drive tube broke near the upper bearing clip. Customer reported the plastic ring appeared displaced. Patient is stable. The customer stated the patient's pre-treatment hemoglobin was 13 and post hemoglobin was not checked. Patient did not require a transfusion. Customer did not recall how whole blood was processed during this procedure. Customer requested service to clean the blood leak. There is possible damage to the leak detector. Customer confirmed a blood leak alarm did occur. Service will be dispatched. Customer will send pictures for evaluation.